Event description:
On (B)(6) 2010, the patient underwent successful endovascular repair of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses. On the same day of the procedure, the patient suffered a stroke and was treated with medication intravenously. On (B)(6) 2010, the patient was discharged from the hospital with the resolution of the stroke.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).